Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. The customer admitted to the fse that during the event, the patient was moving around a great deal and would not be still. The fse evaluated the iabp unit and performed a thorough inspection of the unit and found no problems. The catheter was twisted and kinked when it was removed from patient. This caused the auto-fill issues. The iabp unit passed all the fse¿s testing and was also ran on the trainer with no auto-fill problems. The unit was cleared for clinical use.

Event description:
It was reported that while providing patient therapy with a cardiosave intra-aortic balloon pump (iabp), the patient began to cough and move around. The iabp then alarmed "fiber optic sensor failure" followed by "auto-fill failure." The catheter was in standby over forty (40) minutes. The cardiologist arrived to pull the catheter, and the catheter was saved for evaluation. The iabp was sent to biomedical engineer for evaluation. No patient harm, serious injury or adverse event was reported.